Event description:
It was reported that a merlin transmission was not successful because the device could not be interrogated. The patient was brought into the office where another unsuccessful attempt was made to interrogate the device. The device was explanted and replaced.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. The device would not communicate due to a depleted battery. When the battery was replaced, it was determined that the hv capacitors were damaged. The hv capacitors were returned to the vendor and the damage was found to be due to over- compression. The battery was returned to the vendor and it was determined that an internal anomaly was the cause for the premature battery depletion. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Same case as MFR report #: 2134265-2010-00991. It was reported that during a rotational atherectomy procedure, withdrawal difficulties were encountered. The greater than 70% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. This was a previously stented segment, with the lesion of treatment being 5-10mm in length. Initially, the physician attempted to utilize a 1.75mm rotalink plus burr however it would not cross the lesion. The physician then exchanged for the 1.5mm rotalink plus. The physician advanced the 1.5mm rotalink plus burr to a distal lesion, and began to ablate the lesion at 160,000 rpms. However, the 1.5mm rotalink plus burr became stuck and the rotablator console system stalled. The physician attempted to advance a wire beyond the 1.5mm rotalink plus burr; however, this was unsuccessful. The physician attempted to advance a balloon beyond the burr however this was unsuccessful. The physician then gave the patient infusions of unspecified dilators; however, this did not release the burr. The physician also attempted to dynaglide the burr out and was unsuccessful. Another physician was able to dislodge the 1.5mm rotalink plus burr following sustained dynaglide attempts. No further intervention was completed. The patient experienced no symptoms during the retrieval attempts. No patient complications were reported, and patient's status was reported as ¿fine¿.